Manufacturer narrative:
No information since device is in the process to be returned. Device will be evaluated after return to manufacturer.

Event description:
The manufacturer was informed on (B)(6) 2016 that surgeon is going to perform a re-operation on a patient aged of (B)(6) who had a mitroflow lxa 21 implanted in (B)(6) 2011. Manufacturer received information on (B)(6) 2016 that re-operation was performed on (B)(6) 2016 and mitroflow lxa 21 was replaced with mechanical valve size 21.